Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that at the initial impella implant, suction alarms and low flows were present. The pump was removed and inspected for clot ingestion. It was observed that the low flow issues were due to a kink in the cannula. A second device was placed and encountered the same issue. Decision was made to proceed with percutaneous coronary intervention (pci). The procedural outcome was the patient survived.

Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. Returned complaint pump visually inspected. No biomaterial and foreign materials observed. No broken blades found. Cannula kink observed that cause the low flow issue due to patient condition. The data logs showed suction alarms, low flow at required p-level. Clinical details explained a blood ingression condition happened prior insertion of complaint pump. This report is being filed as part of a retrospective review of historical records.